Manufacturer narrative:
The device was not returned for evaluation. However; based on event description, the user used 30 cc to inflate the balloon of the catheter. Over inflation during use can burst the balloon. Therefore, the reported event was confirmed as user related. The lot number and product number is unknown therefore the device history record and labeling could not be reviewed. Although the product family is unknown, the foley catheter product ifus are found to be adequate base on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the nurse confused the irrigation port and the inflation port and put 30cc of saline into a 5cc balloon. As a result the balloon burst. It was unknown if any pieces were left behind or if the patient was injured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse confused the irrigation port and the inflation port and put 30cc of saline into a 5cc balloon. As a result the balloon burst. It was unknown if any pieces were left behind or if the patient was injured.